Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04640 / 04641).

Event description:
During a procedure, the tip of the inserter fractured inside of the patient and was not removed.